Event description:
The customer called and reported the sensor was not working correctly. The sensor was giving low readings and customer kept eating glucose tabs. Upon checking his blood glucose, it was at 400 mg/dl, though his sensor read 67 mg/dl. The customer treated for high blood glucose with insulin. At the time of this report, customer's blood glucose was 213 mg/dl and the sensor was showing 136 mg/dl. Insertion and calibration techniques were discussed. Customer was advised the sensor would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
One opened/used sensor was inspected and bicarbonate buffer test was performed. The sensor passed per specifications with accurate readings.